Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated she had 5-10 u by kotex sleek tampons leave pieces behind when she removed. Later, consumer corrected herself and provided a click regular lot code.